Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During remote follow up, noise resulting in oversensing was observed on the device. Technical support was contacted and advised the noise was suspected to be due to electromagnetic interference. No intervention was performed. The patient was stable and will continue to be monitored.